Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the needle housing became stuck inside the serter and it would not come out. The customer's blood glucose level was unknown. The customer was advised to return the serter with the needle hub inside. The customer was informed that they would receive a replacement serter and sensor.